Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. The device was returned with a detached header. Visual inspection noted that all retainer rings were bent. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device had no telemetry and a memory download could not be performed. The device was unable to be tested for electrical functions.

Event description:
Boston scientific received information that this pacemaker declared eol. The patient had been lost to follow up. The patient was seen for a device change out procedure. Difficulty with the setscrews was encountered and physical damage was noted to the device case. The device was explanted, replaced and has been returned for analysis. There were no adverse patient effects.